Event description:
It was reported that the device was used during a thorascopic bleb resection procedure. It was reported by the rep that the (1) tsb45 instrument would not easily release from tissue on the initial firing. It was reloaded and fired a total of three times. On the third firing there was a loud crack. The surgeon used an et45g to finish the case. There was no consequence to the pt.